Manufacturer narrative:
Evaluation summary; the field report of guidewire could not be loaded from behind was not confirmed. As received, a complete lead was returned in one piece. Guidewire test of the lead did not find insertion and removal difficulty. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height was measured to be within specification. The damage found on the lead is consistent with that occurring at the time of implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
The lead could not be inserted using the guidewire. The lead was exchanged, and the patient is doing well.